Event description:
The customer reported that a lh 750 hematology analyzer misread two different patient sample identification barcodes, replacing a "4" with "5" for each. It is unknown as to whether the misread was accompanied by a "no match" instrument message, as the printouts for this event were not provided by the customer. The sample mis-identification occurred when the specimens were routed for rerun on the instrument after initially being read correctly by an alternate instrument on the lh1500 automation line which possessed both instruments. No erroneous results were reported out of the lab and hence no death, serious injury, or affect to patient treatment was associated or attributed to this event. The instrument's checksum digit was disabled during this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the barcode reader, cable and decoder card. The fse ran the barcode read rate check to confirm performance, and suggested that the customer enable the checksum on barcode labels to prevent future problems. Per beckman coulter inc. Labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. The instrument was returned into service after the completion of repairs. The failure modes for this event were a faulty barcode reader, cable and barcode decoder card.